Event description:
There is a premature failure of the centrifuge buckets. The buckets and contents (unknown number of broken blood specimen tubes) were contained within the centrifuge following the failure, however due to the centrifuge design, cleaning exposes the operator to potentially biohazardous material. The last page of the attached document shows a diagram of the centrifuge from the operator's manual. Access to the centrifuge for general maintenance and for other cleaning is through door labeled b. This only allows visualization of part of the centrifuge as the unit housing the rotor ("c") fills the entire module. In order to clean the rotor and rotor housing, the operator must blindly insert his arm into the centrifuge. This is a potential hazard whenever any cleaning is needed for general use, for a failure of a collection tube, or in this case when a significant amount of blood and blood collection tube parts were present from the failure of the buckets. The manufacturer is performing an investigation.